Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/27/2013 with the following findings: during evaluation, the pump¿s vibratory and audible tone features was found to be working when the pump was powered on. All user sound settings were confirmed to be set to ¿vibrate.¿ a10 unit bolus was successfully performed on the pump; the pump emitted the appropriate vibratory tone and displayed the correct message on the screen. A ¿low battery¿ warning was induced during testing; the pump emitted the appropriate vibration warning and displayed the correct message on the screen. The reported complaint was unable to be duplicated during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (no vibration) issue. It was reported that the pump had a loss of vibratory signals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.